Manufacturer narrative:
The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye and it was noted that the sponge was protruding to the outer rim of the minicap. The reported condition was verified based on visual inspection. The cause was undetermined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The date of event/therapy date was sometime in 2016. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sponge of the minicap came out when the tubing was being changed. There was no patient injury or medical intervention associated with this event. No additional information is available.